Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high pacing impedance and noise oversensing. An x-ray was performed and a conductor fracture was noted. The lead was capped and replaced on (B)(6) 2023. The patient was stable.